Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that the patient's ins used to last 25-30 days but now only lasts 6 days. The patient noted that they thought the battery needed to be replaced. It was reviewed that typically patient's see an eri code on their external device when an ins is ready for replacement. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she didn't charge it but she kept the stimulation level at 2.8-3 for her hands and kept it on 24 hours daily. The patient reported that no steps were taken to resolve the issue yet. The patient reported that a manufacturer¿s representative (rep) was supposed to be at her next appointment on (B)(6) 2017. No further complications were reported.